Manufacturer narrative:
G4: premarket/510(k)#: k111485, k170636

Event description:
It was reported that a guidewire fracture occurred. The target lesion, a stenosed segment, was located in the mildly tortuous and mildly calcified left prostate vessel. A 180x25 cm fathom guidewire was selected for use. During the procedure, the guidewire failed to advance, and fracture of the wire was identified. To prevent unintended embolization, the guidewires and microcatheter were removed together as a single unit. The procedure was subsequently completed using another device of the same type. No patient complications were reported.